Event description:
Per the audiologist's report, the pt's performance began to decrease in late 2004. The pt reported that noise "overrides speech". Reprogramming the sound processor did not alleviate the problem. The results of integrity tests done in 2005 and 2006 were consistent with normal device function. The pt was seen by the audiologist for regular reprogramming visits and reportedly was "doing ok" in early and late 2006. In 2007, the audiologist reported that the pt was not progressing and will have explant/reimplant surgery on the following month. Cochlear requested that the explanted device be returned for analysis.

Manufacturer narrative:
This type of event is addressed in the device labeling.